Manufacturer narrative:
Additional information was added to b3/10, h6 and h11. B3/d10: the event occurred on october 02, 2025 and october 03, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed, with no issues noted. The reported condition was verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred two mornings in a row, (B)(6) 2025. E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The dark part (female connector) came out from the transfer set which made it difficult to disconnect from the cassette. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.